Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 513 with a small level of ketones and a correction bolus was delivered. The contact initially thought that the pump did not deliver a bolus. A pump system check was performed and no device issues were identified. The contact agreed that the pump was functioning and the bolus had been delivered.